Event description:
Related manufacturer report number: 3006705815-2019-02800, 1627487-2019-08486. Additional information received indicates that patient underwent surgical intervention where in the system was explanted. The patient received no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2019-02800, 1627487-2019-08486. It was reported the patient experienced inadequate stimulation with their scs system. Troubleshooting was not able to resolve the issue. As a result, surgical intervention may occur to address the issue.